Manufacturer narrative:
Unable to determine relationship to res (B)(4) due to no device identifier provided.

Manufacturer narrative:
The device is expected to be returned but has not been received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It has been reported that after removing a pod it appeared burnt. At the infusion site the patient's skin was hot and bruised, but there was no pain.